Event description:
Philips received a complaint on the v60 ventilator indicating that the screen is very dim. The system was reported to not be in clinical use at the time the reported issue occurred. No patient or user harm was reported. The customer replaced the backlight board, but the issue persisted. The philips remote service engineer (rse) informed the customer the lcd required replacement. The customer has 1st generation lcd (liquid crystal display), which are no longer available. The rse provided the customer the part details to upgrade to a 2nd generation lcd.

Manufacturer narrative:
Repair details and final disposition of the device are unknown. The customer did not respond to multiple requests for additional information. The case will be processed for closure. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.